Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed. The instrument was inspected and no broken cables were found. The instrument was investigated and placed on an in-house system, it passed the recognition, however the engagement tests failed due to broken instrument input disks. Input disk #2 was found broken into pieces inside of the housing. The instrument was found to have multiple input shafts cracked. Hairline cracks were found on grip input shafts. The instrument was also found to have mechanical indentations/burrs at the grip tips blades. As a consequence, one of the blades demonstrates mechanical burrs, leading to complications for the grips when closing and opening. These additional findings are unrelated. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, mega suture cut needle driver had a broken cable. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The mega suturecut needle drive instrument was transferred to the advanced failure analysis (afa). Team. While initial failure analysis did not identify any cable damage, inspecting the instrument at a higher magnification during additional analysis found frayed grip cable at the corner feature near the crimp on both sides of the grip assembly. Some filaments of the cable were frayed, but the cable was not fully broken. The instrument had 6 remaining uses out of 15. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing induced issue. The components surrounding the frayed cables did not exhibit any abnormal sharp edges or damage that would have contributed to the cable fraying. The location of the fraying suggests that the cable experienced friction from the corner feature near the crimp that resulted in the cable fraying over time and use. This friction may be caused by the cable slipping out of its track when the grips are at the max yaw position a then being pulled back in when moved to the opposite yaw position. Max yaw position can only be achieved off the system, such as during reprocessing, as yaw position is limited when in use on the system. Additional findings observed unrelated to the customer reported complaint: the instrument was found to have blade indentations at the midpoint of both blades. The instrument was found to have the pitch input disk and both grip input disks broken. The lower part of the shaft along with the input disk for the pitch input disk were able to be separated from the instrument. The grip input disks were found to be broken inside the housing. The instrument failed engagement as a result of the broken input disks. It was observed that the broken input disks exhibit cracking damage on the shafts leading up to the break locations. It is likely that the input disks initially experienced cracks that over time and use, resulted in the disks fully breaking.

Event description:
Refer to h10/h11 for follow-up information.